Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and the customer placed a service call stating they were getting an error related to the collimator failing to initialize. Upon arrival on-site, the imaging system was powered on and confirmed the collimator was failing to initialize upon start up. The inner covers were removed along with the collimator cover to inspect the collimator. It was observed during the collimator's homing process that the y blades would open but not retract, resulting in its homing process failing and failing to initialize. All connections were reseated to the motion controller, but the results were the same. An order was placed for a new collimator, and it was installed upon arrival. After installation of the new collimator, calibrations were performed for alignment and sid with success, followed by several test images for image quality before the unit was returned to the customer for patient use. MDR codes:b01, c07, d02. Correction: updated a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "Collimator not initializing." Error initializing collimator." Collimator was tested by using heustis collimator tester. Bench test failed; homing and burn-in test failed. MDR codes: b01, c02, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. B17, c20, d15 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, product ID: bi71000443, product ID: bi71000443, product ID: bi71000875. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was reporting a collimator error, stuck in initializing. There was no patient present.